Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the oxygen blending module connection cable was found to be disconnected. The device had evidence of physical damage. The cable was reconnected to address the issue.